Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator failed the electrical safety test. During troubleshooting, the rse provided the customer the latest version of the service manual (version t.). The biomed reported that the ground resistance was out of range. The biomed reported that the power cord was replaced, and all internal ground connections were tightened. The customer also reported that the alternating current (ac) inlet has also been replaced. The rse provided the customer with the following instructions, verify that the ac outlet was properly grounded, try another ac outlet, verify that the ac power cord was completely inserted into the ac inlet, verify that ground wires were undamaged and properly secured to the ac inlet/power supply, gas outlet, proximal pressure port, and gas delivery system (gds); replace ac inlet; verify that excess loctite was removed from the oxygen inlet fitting bracket retaining screws; replace oxygen inlet fitting retainer bracket; check for visible damage to the power cord; replace the power cord. The customer was provided with the part number for a replacement power cord. Investigation is ongoing.

Manufacturer narrative:
Per customer, it was reported that the power cord was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.